Manufacturer narrative:
A customer alleged 5 false negatives using the cobas® sars-cov-2 assay. The patient samples were retested with competitor assays and generated positive results for both target 1 and 2. The original negative results were released but there is no alleged harm. An investigation did not identify any product issues. The discrepancies between assay results could be due to a difference in technology and the ability to detect samples near the limit of detection (lod). Additionally, the use of non-validated collection tubes during sample preparation and handling could be a contributing factor in the customer issue. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) alleged 5 false negative results generated on the cobas® sars-cov-2 assay when compared to the qiagen and seegene assays. No harm was alleged due to the result discrepancies and all results were released. Due to FDA guidance, 5 mdrs will be filed for this case, one per discrepant patient sample. The affiliate confirmed that the customer collected the samples with the sarstedt swab and stored it in a 5ml sarstedt tube. A sarstedt tube was also used as a secondary tube that went onto the instrument. This test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system(utm-rt) or bd¿ universal viral transport system(uvt), and nasal swab samples collected in cobas® pcr media and 0.9% physiological saline. Testing of other sample types with cobas®sars-cov-2 may result in inaccurate results. No other patient information was provided in the case. Detection of sars-cov-2rna may be affected by sample collection methods, patient factors (e.g., presence of symptoms), and/or stage of infection. An investigation was conducted to evaluate the customer issue which did not identify any product issue. As per the method sheet, a presumptive positive result suggests that the sample is near or below the limit of detection (lod) of the assay, a mutation in the target 1 region, or infection with some other sarbecovirus. These samples should be retested, however, in this case, no retest was performed with the cobas® sars-cov-2 assay. However, based upon the available CT values of target 2, it is possible that the samples were near or below the lod, which could explain why other tests are generating positives as lod samples are expected to waver between positive and negative results upon retests. Additionally, the discrepancies between the different assays could potentially be due to the differences in technology.